Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in-clinic for follow-up. An increase in pacing lead impedance, increase in capture threshold and decrease in sensing were observed. Lead was capped and replaced. Patient did not experience any adverse effects after the event.